Manufacturer narrative:
Continuation of d10: product ID: 203cxc product type: coaxial umbilical cable product event summary: the afapro28 balloon catheter of lot number 23239 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments were carried out. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #12218 indicating that the safety system detected a compromised outer vacuum. A guidewire lumen kink was observed inside the balloon. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type) during inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.2 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, blood / liquid was observed inside the handle. In conclusion, the balloon catheter failed the return product inspection due to an outer balloon breach and a guidewire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the balloon catheter, the balloon "popped" and blood was visible in the tubing. The balloon catheter and tubing was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient file was received and recorded on the reported event date. The patient file showed three applications were performed using a non-returned catheter identified as afapro28/23065-021. The patient file did not show any system notice on the reported date of the event. In conclusion, the reported issue could not be confirmed through analysis of the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.